Event description:
The patient was implanted with restorelle mesh. Later the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in chosen necessary activities.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.